Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Alleged failure: hf probes gave continuous fire. Could not be operated with the buttons. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the event description the probable root cause/s could be an internal leak due to a broken/damaged bond of the polyimide and suction tubing causing fluid ingress to the pcb which can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The product returned was unused.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.